Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2021 / serial#: (B)(6), UDI #: (B)(4). D9: no. H3: no. H4: mfg date: 08-jan-2020. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power below normal and high watts alarm. It was also reported that the controller exihibited a loss of power, and was exchanged due to the battery socket malfunctioning. The patient was transferred to the intensive care and high dependency unit (aicu) with presyncopal attack. The vad remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events logged on (B)(6) 2024 at 10:15:37 and 21:59:11. Review of the log files revealed that the controller was not in use prior to the first controller power-up event; the controller last had power on (B)(6) 2020, and the first data point recorded on (B)(6) was logged on (B)(6) 2024 at 10:33:16 indicating that the first power-up event occurred during initial setup of the controller. A vad disconnect alarm was logged on (B)(6) 2024 at 10:23:28, indicating a physical disconnection of the driveline from the controller; the alarm cleared at 10:23:48, indicating that the driveline was reconnected to the controller. The data point recorded prior to the second controller power-up event revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) 65% relative state of charge (rsoc). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 25 seconds. No anomalies were recorded leading up to the loss of power. Log file analysis also revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2024, followed by a slight, gradual increase in parameters. Several spikes in power consumption to parameters above normal operating range were then logged between (B)(6) 2024 and 35 high watt alarms logged since (B)(6) 2024. Moreover, between the power spikes, there were intermittent decreases in power consumption and estimated flows to parameters below normal operating range. As a result, the reported high power, low flow/power, and controller loss of power events were confirmed. There was insufficient information regarding the reported controller "battery socket malfunctioning" event, which could not be confirmed as the device was not returned. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the observed low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high-power events and the risk documentation, a possible root cause of the reported high power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion and/or a premature demagnetization of the inner bearing sub-assembly. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.